Manufacturer narrative:
Manufacturing investigation currently underway. Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4). Date of report 20220627.

Event description:
Imported dose is different than plan dose in specific scenario 16.4.3. This has been identified at a customer site during in-house acceptance testing of pinnacle 16.4.3 prior to moving to clinical use of the software. During the dose computation stage, the user computed a radiation dose with the dose prescription set to ¿percentage of point dose,¿ and the beam weights proportional to point dose which resulted in the radiation therapy (rt) dose information in dicom (digital imaging and communications in medicine) format, being exported incorrectly into third party systems as well as into pinnacle itself. The incorrect exported dose information can then be used for future treatment planning if a patient needs additional treatment. This issue is currently under investigation by the manufacturer.

Manufacturer narrative:
Manufacturer¿s investigation has identified a specific coding issue that was introduced in the development phase of pinnacle software version 16.4.2 as the root cause of this issue. This coding issue has been corrected and this fix is being distributed to the customer via installation of a service pack, specifically in this case, 16.4.3 service pack 1.

Event description:
Imported dose is different than plan dose in specific scenario 16.4.3. This has been identified at a customer site during in-house acceptance testing of pinnacle 16.4.3 prior to moving to clinical use of the software. During the dose computation stage, the user computed a radiation dose with the dose prescription set to ¿percentage of point dose,¿ and the beam weights proportional to point dose which resulted in the radiation therapy (rt) dose information in dicom (digital imaging and communications in medicine) format, being exported incorrectly into third party systems as well as into pinnacle itself. The incorrect exported dose information can then be used for future treatment planning if a patient needs additional treatment.